Event description:
Apparently tubing suddenly became dislodged from pump, creating free flow of tube feeding. Patient received 250 - 350cc bolus of tube feed with subsequent aspiration and pneumonia. Patient had endotracheal tube in place and was on a ventilator. Patient expired within 24 hoursdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: manufacturing, telemetry failure, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device recalled by manufacturer/distributor. The device was not destroyed/disposed of.